Manufacturer narrative:
Radiographic image review : post op and post fusion x-rays for vertebral carpectomy at l4 provided. There is subsidence at l3 and translation of graft. No anterior plate on posterior supplemental was used. The cage was replaced with two mesh cages. The review was conducted by hcp. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via field representative regarding a patient who undergone spinal therapy with an indication of spinal deformity. It was reported that there was revision surgery due to lumbar kyphosis. Replacement of vertebral body at l4 was the procedure performed. It was reported that the cage that was placed on unknown date earlier had backed out, so it was replaced with another cage on (B)(6) 2020, but this cage also backed out. It was mentioned that there were two mesh cages at l4, and at l2 / l3 and l5 / s. Stratosphere cage was explanted on oct 26, 2020 and posterior fusion was performed with v5 and anterior fusion was performed with new t3 which was in the same size. No product malfunction reported for the end caps. No patient symptoms/complication as a result of this event. No further complications were reported.